Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. The insulin pump has normal operating currents. No damage found on the lcd isolation tape noted. No unexpected display anomaly noted. No moisture damage was found on the electronics, motor, battery tube and vibrator noted. The insulin pump has cracked case at the display window corners, minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot, broken battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's mother reported via phone call that the insulin pump's keypad was not responding properly. Caller stated that only the b button was working properly and that the display was faded. The customer did not recall any significant events leading up to this issue. Blood glucose level at the time of the incident was 104 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.